Manufacturer narrative:
The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure error c-34 on vio erbe was not confirmed and not replicated. Additionally, error c-54 was found during failure analysis. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were errors c-34 on vio erbe during monopolar and bipolar coagulation energy activation. An abmedica technical support engineer (tse) was contacted for assistance. The tse checked system logs, and errors c-34 on erbe were verified in the logs. The tse asked the customer to try to reboot the erbe and the customer stated the issue persisted. The tse asked the customer to move the monopolar and bipolar cables to the monopolar port 2. The customer stated that the issue persisted. The tse then asked the customer to try with a different instrument and instrument cable, and the customer stated issue persisted. The tse asked the customer if a force triad generator and the energy activation cable were available. The customer reported they were, but the surgeon preferred to complete the surgery in progress without monopolar coagulation. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (erbe). System verified and ready for use. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.